Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of occlusion is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The subsequent patient effect and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of a prostyle were successfully pre-placed. The physician opted not to use ultrasound during the procedure. Additionally, the patient reportedly moved a lot during the procedure. The sheath was upsized to an 18f sheath and the tavi procedure was completed. Hemostasis was not fully achieved with the pre-placed prostyle sutures; therefore, a non-abbott device (1+1 technique) was also used and hemostasis was achieved. After imaging the right groin with contrast medium, a vascular occlusion was found. A vascular surgeon came in and performed a cut down removing the angioseal and using a patch to close the vessel. According to the physician, due to the patient moving several times during the procedure, calcium was dissolved and settled on the dorsal wall, causing the vascular occlusion. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.